Event description:
On (B)(6) 2010, pt reported his infusion device is making a grinding noise while retracting the piston rod. Pt stated the infusion device stopped half way while retracting. Pt reported the battery cover has not been changed. Advised pt to insert a new battery and battery cover. "Attempted to complete the change the cartridge process"; the piston rod went down further but did not display the 315 unit on the display and continues to make an abnormal noise. Pt reported that small amounts of insulin were spilled inside the cartridge compartment in the past but not enough to pour out. Advised to switch to alternate insulin therapy method. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.